Event description:
During an unspecified procedure, the physician used a cook fusion lithotripsy extraction basket. It was initially reported that the basket did not follow the guide wire as much as the doctor wished. There is a discrepancy when inserting the basket relative to the guide wire to get into the papilla (cook reference (B)(4)). It counts for the baskets in general (subject of current report). There was no reportable information at this time. The device for cook reference (B)(4) was received for evaluation on (B)(6) 2023 and per qe initial evaluation, "during our visual inspection it was noted that the orange wire lumen was split down the middle." This malfunction can potentially lead to serious injury to the patient and is thus considered reportable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, a split in the wire guide lumen at the distal end is a likely cause for the reported difficulty. A definitive cause for the reported observation could not be determined. The IFU cautions: "damage to wire guide lumen may result if zip port is visible and device is pulled from accessory channel with wire guide locked in wire guide locking device. If wire guide lumen is damaged, discard device." Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.